Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 19475468. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the implantable pulse generator (ipg) site due to weight gain. The pain radiates from the lower back down to the left lateral leg and foot. The patient also felt that the spinal cord stimulator (scs) paddle lead wire was pulling with certain movements. The patient underwent a procedure wherein the ipg and paddle lead were explanted. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.